Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The luer lock connector was reported to have broken while the patient was using the device. The patient resolved the issue by replacing the cassette and infusion set tubing. Although the patient was involved, no harm was reported.